Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified device to be underweight, an opening on the radius, and a crease fold. A visual and micro analysis was performed which identified a sharp opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Base on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Clarification to explant date: surgery has not occurred, this is a planned surgery date for the future.

Event description:
Physician reported right side rupture. The device remains implanted.